Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with juvéderm® volift¿ with lidocaine in the lips. Granuloma developed in the injected site the following week. No report of biopsy to confirm diagnosis. Cold pack provided as treatment. Symptoms on-going.